Event description:
The customer observed a lower than expected, non-reproducible glucose result (141 mg/dl) on a single patient sample, when compared to the repeat result (367.0 mg/dl), processed using vitros glu slides on a vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The lower than expected affected result was reported outside the laboratory, however, a corrected report was sent to the physician and there was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected, non-reproducible glucose result was obtained from a single patient sample using vitros chemistry products glu slides on a vitros 5600 system. The investigation determined the root cause of the event was sample related. The affected sample generated an analyzer condition code and sample flag indicating the sample had elevated viscosity. In addition, the effect of sample processing could not be ruled out as having contributed to the event. The customer had processed the patient samples outside the sample collection tube manufacturer's recommendations for centrifugation speed. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. There is no indication the vitros 5600 analyzer malfunctioned. The customer has instituted a policy of verifying all assays results obtained from samples generating an analyzer condition code and sample flag indicating the sample had elevated viscosity.